Manufacturer narrative:
(B)(6). Please note that the brand name, common device name, device product code and 510k number are unknown. The catalog and lot/serial number are unknown the manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a neuro spine surgical procedure, it was observed that the handpiece device lost power and died in the surgeon's hand. It was reported that the handpiece device was replaced with an identical spare device and when the surgeon put his foot on the foot pedal device, the handpiece visibly jumped in his hand. The surgeon ceased using the drill for the remainder of the procedure. It was reported that there was a three minute delay in the procedure and a competitor's device was used to proceed with the procedure. It was reported that there was no indication of a malfunction with the foot pedal and no indication of an issue with the console device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that medium and long attachment devices were also used in the same procedure with the devices mentioned in the initial report. The reporter also stated that the issue with the handpiece devices could be associated to the console device that was used in the procedure. Therefore, this report represents 2 of 5 devices that were used in the same procedure. Please note that the brand name, common device name, device product code, serial number and 510k number have been received and have been entered into this supplemental medwatch report. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device lost power, died, or visibly jumped in the surgeons hand was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device ran but the cord was pulled off the hose brace. It was determined that this condition was due to exerting extreme force on the cord during cleaning or use the assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.